Event description:
The patient presented to clinic with a deflated tissue expander. Patient went from almost 700cc of fluid to virtually no fluid, it was clear the tissue expander had a leak. We took the patient back to the or the following day to replace the tissue expander. The device that was removed had a separation at the suture tab level which caused the leak of fluid. This was at the base of the tissue expander.